Event description:
Consumer's son states the seat is cracked and cut the inside of the end user's right thigh. Her son is emailing pictures of the commode seat. The cut was bleeding. He thinks it may have been pinched by the seat.